Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, functional testing found the latch lock sensor was not functional. This indicated a reportable malfunction based on the sensor. The latch lock sensor was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
One device was returned with allegation of a damaged battery compartment. Evaluation of the device revealed latch lock sensor failure. There was no patient involvement.